Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733686, serial/lot #: (B)(4). The unique identifier was not available at the time of reporting. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system received a transfer error caused by the media io 3.17. The issue was resolved by phone with the manufacturer representative explaining to the site that they need to press "ok" button after verifying that the navigation information is accurate. No patient was present at the time of the event.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Eval code method is associated with this analysis, eval code result is associated with this analysis, eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.